Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
As reported through the web pas clinical study, significant amount of saccular recanalization and device compaction requiring retreatment. A causal relationship to the study device is stated. Patient had rt procedure on (B)(6) 2025. No aes were reported.